Event description:
It was reported that during the unknown procedure the device misfired. No other information could be provided. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. D4 batch #478c22. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with an returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 478c22, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details for each device malfunction? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? Did the device fire? Did the device open? Was the device difficult to close on the tissue? Was the device difficult to fire? Was the device difficult to open? On which firing did this occur? Did the tissue retaining pin lock into the correct position?